Event description:
It was reported that the customer experienced an issue with their pump display, which appeared to be completely cracked from the inside, rendering it illegible. This issue resulted in the customer's blood glucose level being displayed as "high," although the specific value was unknown. The customer managed the high blood glucose by administering a correction injection through multiple daily injections. The customer reverted to manual injections for insulin therapy.